Event description:
The event is reported as: complaint description: "when the trigger was squeezed, a clip flew out and fell into the abdominal cavity of the patient and the next clip had the same problem. These clips were retrieved from the patient's body. The event caused no harm to the patient."

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.